Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2013 the physician noted that the bard ventrio mesh "is curled a little bit laterally but there is no recurrence. There is an area of inflammation in the subcutaneous tissue which corresponds to her area of tenderness." As reported the ventrio mesh was explanted on (B)(6) 2014 due to inguinodynia and was noted by the physician "found a folded wad of mesh"; however, the sample was not returned for evaluation and medical records are not available at this time. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent repair of a right inguinal hernia. A bard/davol medium ventrio mesh patch, reference number 0010215, lot number huvb1319 was implanted during this repair. On (B)(6) 2013: the patient presented to the doctor to review a recent CT scan. As reported, the doctor noted that the eptfe bard mesh (ventrio) "is curled a little bit laterally but there is no recurrence and that there is an area of inflammation in the subcutaneous tissue which corresponds to her area of tenderness." On (B)(6) 2013: the patient returned to the doctor and underwent injection of right ilioinguinal nerve due to right groin inguinodynia. On (B)(6) 2014: the patient underwent surgery to explant the eptfe bard mesh (ventrio) due to inguinodynia. As reported, the surgeon noted he "found a folded wad of mesh" and diagnosed the patient with a meshoma. As reported, the patient continues to experience complications related to the eptfe bard mesh (ventrio) and will likely require additional surgeries to repair the damage from the eptfe bard mesh (ventrio). As reported, the eptfe bard mesh (ventrio) implanted in the patient failed to reasonably perform as intended. It is alleged that the eptfe bard mesh (ventrio) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the eptfe bard mesh (ventrio) was initially implanted to treat. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective ventrio mesh patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent repair of a right inguinal hernia. A bard/davol medium ventrio mesh patch, reference number 0010215, lot number huvb1319 was implanted during this repair. (B)(6) 2013: the patient presented to the doctor to review a recent CT scan. As reported, the doctor noted that the eptfe bard mesh (ventrio) "is curled a little bit laterally but there is no recurrence and that there is an area of inflammation in the subcutaneous tissue which corresponds to her area of tenderness." (B)(6) 2013: the patient returned to the doctor and underwent injection of right ilioinguinal nerve due to right groin inguinodynia. (B)(6) 2014: the patient underwent surgery to explant the eptfe bard mesh (ventrio) due to inguinodynia. As reported, the surgeon noted he "found a folded wad of mesh" and diagnosed the patient with a meshoma. As reported, the patient continues to experience complications related to the eptfe bard mesh (ventrio) and will likely require additional surgeries to repair the damage from the eptfe bard mesh (ventrio). As reported, the eptfe bard mesh (ventrio) implanted in the patient failed to reasonably perform as intended. It is alleged that the eptfe bard mesh (ventrio) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the eptfe bard mesh (ventrio) was initially implanted to treat. As alleged, the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective ventrio mesh patch. Addendum per additional information provided: (B)(6) 1996 - patient was diagnosed with indirect left inguinal hernia thereby underwent implant of a non bard/bd "funnel-shaped plug of marlex mesh and sheet of teflon mesh". (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of ventrio patch. Per operative notes ¿noted a large indirect inguinal hernia as well as a smaller femoral component. The sac was dissected free and round ligament was transected. A medium oval ventrio patch placed into the space coving the direct and indirect femoral spaces. The ptfe side was backing the very thin peritoneum, and the mesh was sutured in place in several locations to the rectus abdominis and transversalis fascia.¿ (B)(6) 2012 to (B)(6) 2014 - patient had continuous right groin pain, area of inflammation and inguinodynia ilioinguinal distribution thereby underwent injection of right ilioinguinal nerve and diagnostic laparoscopy. (B)(6) 2014 - patient underwent laparoscopic repair with removal of meshoma. Per operative notes ¿examination of pelvis demonstrated omentum adherent to a piece of mesh in the right groin. On the left, there was a (non bard/bd) marlex mesh with omentum attached to it. Found the edge of the mesh and was able to separate peritoneum off the eptfe portion. Approached the more distal portion of the mesh. Found this folded wad of mesh (ventrio) cephalad to the right inguinal floor. The mesh was then removed in its entirety." Attorney alleged that the patient had adhesions, hernia recurrence, mesh migration, mesh shrinkage, pain and suffering. It was also alleged that the patient continues to suffer from fatigue, depression, nausea, urinary and bowel issues.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that on (B)(6) 2013 the physician noted that the bard ventrio mesh "is curled a little bit laterally but there is no recurrence. There is an area of inflammation in the subcutaneous tissue which corresponds to her area of tenderness." As reported the ventrio mesh was explanted on (B)(6) 2014 due to inguinodynia and was noted by the physician "found a folded wad of mesh"; however, the sample was not returned for evaluation and medical records are not available at this time. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, patient developed right inguinal hernia thereby underwent repair with implant of ventrio patch. Few years post implant, patient had continuous right groin pain, nerve pain and adhesions thereby underwent repair with removal of mesh. Per op notes, ¿found folded wad of mesh cephalad to the right inguinal floor.¿ the instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.